Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had showing system failure error. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) conducted an on-site inspection, replaced solenoid board. Now the iabp was working fine. Performed all the function test and found within limit.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had showing system failure error. There was no patient involvement. No harm reported.